Manufacturer narrative:
Device evaluation one photograph was received from the account for evaluation. The photo shows what appears to be an amphirion deep device placed on an operating table outside the body. The device looks like it has been used in the patient as there are biologics visible on the device. It is not clear if the balloon remains partially or fully inflated from the poor quality of the photo therefore it is not possible to confirm the reported deflation difficulties the user encountered. The device is not returning for analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use amphirion deep along with 6fr sheath, non-medtronic 0.014" guidewire during procedure to treat a moderately calcified plaque lesion in the left mid anterior tibial artery (ata) with 95% stenosis. Non-medtronic inflation device used for balloon inflation. There was no damage noted to packaging. There was no issue noted when removing the device from hoop/tray. Device was prepped per IFU. It was reported that the balloon could not be deflated into the original diameter after it was expanded and it was difficult to remove. There was no kink in the balloon or balloon catheter. The balloon was inflated at standard atmospheric pressure. Contrast and saline were used for balloon inflation. The balloon was deflated, a pressure pump was used as intervention to deflate the balloon. The balloon was removed using retraction pressure pump (negative pressure) and removed through the sheath. There was no vessel damage but there was pressure and difficulty in the below-the-knee (btk) retracement. There was no patient injury.